Event description:
The device was programmed (B) (6) 2010. The pt turned the device off at night and it worked fine, but when he turned it back on in the morning, it shocked him. This happened twice. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).